Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device?s event history log was unable to be reviewed due to blank screen and constant alarm at power up. To conduct functional testing the device was powered up. Upon power up, the customer reported problem was confirmed and duplicated. An incomplete upload process from base to head by customer was determined to be the root cause of the issue. Uploaded from base to head by using the power point process also upgraded device to 1.6.5. Software to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited a constant tone, all the lights were on, the screen was green with a black stripe, and couldn't be turned off. Patient involvement is unknown.